Event description:
I was diagnosed with keratitis in march of 2005 by my optometrists. I lost complete vision in both eyes for a period of two weeks. I was taking several medications to restore my vision, which included: vigamox-moxifloxacin hydrochloride ophthalmic solution- .5 as base, and systane- dry eye therapy-. I had to use the drops every 15 minutes. Once I started to regain my vision while I was experiencing "fuzzy" vision, I researched over and over on the internet but would always come to a dead end. I was even referred to a glaucoma ophthalmologist and she suggested a corneal transplant. I was also using the bausch & lomb renu solution.